Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD), which was implanted subpectorally and therefore part of the advisory group, was prophylactically explanted. During the explant procedure, a new transvenous defibrillation endurance rx lead was also implanted; however, the lead was explanted a few days after the procedure due to a dislodgment and inadequate pacing measurements.